Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, (1) it was confirmed that "(1) lamp lighting failure, emergency light indicator lighting" was not reproduced. However, since it was confirmed that the main lamp had failed, it was determined that this event was also caused by the failure of the main lamp. Additionally, it was determined that phenomenon (2) ¿lighting failure" was also caused by a failure of the main lamp. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the xenon lamp was faulty. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during a gastroscopy procedure, abnormal lighting, the bulb alarm light was on the visera xenon light source. The procedure was completed using a similar device and there was no delay reported. There were no reports of patient harm associated with this event.